Event description:
It was reported that a clinical study control patient underwent an extrapharyngeal anterolateral procedure at c5/6 and c6/7. One day post-op, the patient experienced "sharp and shooting pain down both sides of the neck into shoulder blades and upper back". Treatment included ms contin, vicodin, and diazapam. During a follow-up appointment 888 days / 29 month(s) postoperatively, the patient co ntinued to complain of "sharp, shooting pain down both sides of neck into the shoulder blades" and pain medications were changed to ultram. The patient is reportedly still experiencing pain, which "happens more with movement of the neck" and continues using pain medications even though the report confirms fusion has occurred.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-613 / lot:unknown part: unknown allograft although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Ae# 01 post-op visit date: (B)(6) 2007, treatment description: ae# 01 post-op visit date: (B)(6) 2007, additional treatment : no ae outcome: pending ae# 01 post-op visit date: (B)(6) 2007 additional treatment : no ae outcome: pending ae# 01 post-op visit date: (B)(6) 2009 additional treatment : yes pain meds were switched from vicodin and ms contin to ultram. Ae outcome: pending sharp shooting pain down both sides of neck into the shoulder blades. Ae# 01 post-op visit date: (B)(6) 2010 additional treatment : no ae outcome: pending patient continues to have pain down both sides of his neck into his shoulder blades. Ae# 01 post-op visit date: (B)(6) 2012 additional treatment: no ae outcome: pending ae# 01 postop visit date: (B)(6) 2014 additional treatment: yes. Ae outcome: pending this is basically related/same as ae #5. This happens more with movement of the neck.